Event description:
Patient reported "rupture of right side" device "confirmed with ultrasound." Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, underweight, and red particles on the shell. A microscopic analysis was performed which identified: one broken sharp on the posterior. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: one broken sharp on the posterior assessed as unidentified (tear) opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: rupture.

Event description:
Patient reported "rupture of right side" device "confirmed with ultrasound." Device was explanted.